Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that decreased r-waves was observed. Lead dislodgement was suspected. The lead was explanted and replaced when repositioning was unsuccessful. The patient was stable following the procedure and will be monitored normally.